Event description:
At the beginning of an open heart CABG procedure the physician was using a dry lap sponge to retract the lung. This pt had chronic obstructive pulmonary disease. The dissecting was being done, with an electrosurgical cautery pencil, very close to the lung, when the dry lap sponge caught on fire. The lap sponge was tossed off the field and the fire went out. The physician noted that there was a small burn to the pt's lung. No add'l medical treatment was performed. The electrosurgical equipment did not malfunction and was used during the rest of the case.

Manufacturer narrative:
A plus international inc. - response : no artificial whiteners or brightners or flame retardant agents are used in the manufacturing of these lap sponges. Provided the customer with a copy of the usp absorbent gauze testing report. These sponges were manufactured in co factory in china. Co's in house laboratory constatnly performs usp gauze monography tests on the bleached gauze fabric to ensure that the gauze products co manufactures conforms to the usp standard. Also stated that any linen or disposable cotton material may burn if exposed to a flame or extremely hot object. Valleylab, inc - no response was required as cautery pencil was not reported as a malfunction.